Event description:
This patient underwent an elective hysterectomy with bilateral salpingo-oophorectomy, tvt retropubic bladder sling, and cystoscopy. At the end of the surgery, a urinary catheter was placed into the bladder. The next morning a rn was unable to deflate the urinary catheter balloon to remove it. The surgeon came in and told the rn she had inflated the urinary catheter balloon with air. With manipulation of the urinary catheter, the surgeon was able to deflate and remove it without causing the patient harm or injury. Dates of use: (B)(6) 2018. Diagnosis or reason for use: placed at the end of gyn surgery.